Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes. The Smart Pass feature had programmed itself off due to the low intrinsic amplitudes and slow rates. The sensing vector was set to the primary vector. The high energy shock impedance was 125 ohms, which is high but within normal limits. Also, there was no Latitude alert for one of the shocks because the device was checked by a programmer around the same time. Technical Services reviewed the data and advised some testing options. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
Device Technical Analysis: This product has not been returned to Boston Scientific, and as a result, laboratory analysis could not be conducted. Device History Record Review: A review of the Device History Record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.Labeling Review: Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.Risk Assessment: A Risk Review was completed and confirmed that the event of Inappropriate Shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.Investigation Conclusion: Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Adverse Event Related to Patient Condition.

Event description:
IT WAS REPORTED THAT THE PATIENT HAD INAPPROPRIATE SHOCKS DUE TO T-WAVE OVERSENSING VIA REDUCED INTRINSIC COMPLEXES. THE SMART PASS FEATURE HAD PROGRAMMED ITSELF OFF DUE TO THE LOW INTRINSIC AMPLITUDES AND SLOW RATES. THE SENSING VECTOR WAS SET TO THE PRIMARY VECTOR. THE HIGH ENERGY SHOCK IMPEDANCE WAS 125 OHMS, WHICH IS HIGH BUT WITHIN NORMAL LIMITS. ALSO, THERE WAS NO LATITUDE ALERT FOR ONE OF THE SHOCKS BECAUSE THE DEVICE WAS CHECKED BY A PROGRAMMER AROUND THE SAME TIME. TECHNICAL SERVICES REVIEWED THE DATA AND ADVISED SOME TESTING OPTIONS. THERE WERE NO ADDITIONAL ADVERSE PATIENT EFFECTS. THE SYSTEM REMAINS IMPLANTED.